Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during, the surgeon did not manage to insert the pe in the corolla size 0. After a couple of attempts, he tried with other devices (same size) but it did not work either, as well as with another ringlock. Finally, after 20-25 min, he chose to use a different size of implant and then the surgery went smoothly, as usual. The event did not lead to patient adverse health consequence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b5, d4, d10, d11, e1, g1-2, g4, h2, h3, h4, h6, h7, h10. D11 - concomitant medical products and therapy dates: tess reversed corolla size 0, reference p1700430, lot 0001303590. Tess humeral insert 6x36 size 0, reference p1700184, lot 0001294736. Complaint sample was evaluated and the reported event was unable to be confirmed. The ring locks dimensions are conforming to specification. The review of the device manufacturing quality record indicates that (B)(4) products tess lock ring reversed corolla s0, reference p1700406, lot number 0001224814 were manufactured on 30 may 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No similar complaint has been recorded for tess lock ring reversed corolla s0, reference p1700406, lot number 0001224814 within one year. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. Also, a field safety notice has been sent to customers concerning impaction difficulties on tess reverse corollas. Please note that no device in the scope of this action had been distributed to the USA. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The product analysis shows that the dimensional measures are conforming. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the surgeon did not manage to insert the tess reversed humeral insert in the tess reversed corolla size 0 (this event is investigated in (B)(4)) . After a couple of attempts, he tried with other devices (same size) but it did not work either, as well as with another ringlock (event reported in the current meddev report). Finally, after 20-25 min, he chose to use a different size of implant and then the surgery went smoothly, as usual. No adverse event has been reported as a result of the malfunction.